Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 400 mg/dl which was treated with the insulin pump. The customer changed the infusion set three times. The customer was not using auto mode. The customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.